Event description:
I have dvt and a blood clot entered my lung. This was discovered when I was admitted to the hosp in 2008. The dr recommended a vena cava filter to stop clots from moving up artery to my heart and lung. Since that day, I have been in extreme pain and discomfort. My leg is swollen, red and the pain is horrible. I don't know what to do. Someone needs to do something about this product. This is a permanent filter and can't be removed.